Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal access was gained using the versacross connect system. A 24mm wds was prepped, advanced, and successfully deployed in the laa. Approximately 30-60 minutes post procedure, while the patient was in recovery, the patient's blood pressure dropped. It was found that the patient had developed a pericardial effusion which elevated to cardiac tamponade. The patient was taken to the operating room where open heart surgery was performed to treat the effusion and repair a perforation. The closure device was removed, and the appendage was ligated.